Event description:
Mobility and asymptomatic were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient has diabetes.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported implant moved after 4 months.